Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of tissue damage, as listed in the mitraclip ntr/xtr system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related to patient anatomy. The reported tissue damage appears to be related to procedural conditions due to the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 4. The clip was implanted successfully. However, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Leaflet injury was suspected. A second clip was implanted to stabilize the slda clip. Mr was reduced to 2. There was no clinically significant delay during the procedure. No additional information was provided.